Manufacturer narrative:
Block b3: exact date unknown, event occurred in october prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was stable postoperatively. The explanted ipg disposed of per facility protocol.